Event description:
It was reported that this right atrial (ra) lead was explanted due to a patient discomfort. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a patient discomfort. No additional adverse patient effects were reported. This device already returned. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Also hipot test failed - indicating an electrical short between conductors - x-ray showed a neck down in inner coil near the terminal pin. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Also hipot test failed - indicating an electrical short between conductors - x-ray showed a neck down in inner coil near the terminal pin. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty.